Manufacturer narrative:
(B)(4). Healong duet lot# um30662 contains: healon lot um30562; healon endocoat lot# 024887, manufacture date may 06, 2013 and expiration date april 30, 2015. A review of the manufacturing records for the healon duet lot# um30662 showed that all results were within specifications. Manufacturing records for the healon lot# um30562 were reviewed and all results met specification. Based on the manufacturing record review for the healon duet and healon, there were no issues identified that were related to the reported complaint as all finished product chemical and microbiological testing were confirmed to meet finished product specifications. Batch related environmental monitoring controls, e.g. Air sampling and surface sampling on aseptic packaging met specified limits. Manufacturing record review of the healon endocoat lot 024887 with special emphasis for characteristics that could potentially related to increased intraocular pressure was performed. No deviations were found that could likely contribute to increased iop. Additional testing of retained samples included: endotoxin, sterility, ph, osmolality, particulate matter, apparent viscosity, hyaluronate concentration; all were within release specifications. Unopened units were returned to the manufacturer by the reporter. Visual examination of the product was within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2013. Concomitant medical products: b. Braun balanced salt solution, healon. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report from a surgeon that her patient experienced increased intraocular pressure (iop) and a ''fixed pupil,', which may require secondary intervention. In follow up, the doctor indicated that one day post-op the patient's iop was 30 mmhg at 11:27 am, 10 mmhg at 4:10 pm and on (B)(6) 2013 (two days post-op) iop was 11 mmhg. As of (B)(6) 2013 the pupil was still eccentric. The patient does not have any preexisting conditions. No treatment details were provided. The reporter indicated she used healon duet during the procedure. She first used healon and did not note any thing out of the ordinary. When she used healon endocoat she noted that the viscosity of the product seemed thicker than usual and reported the fluid to ''bulk out'' after injection. She used the same amount of ovd as in the past. There was nothing new or different in the procedure. She stated that she felt the increased iop was due to the healon endocoat and not the healon.

Manufacturer narrative:
Visual inspection of the five unopened returned products from the same lot number was performed. No defects were observed for the units. Viscosity testing was performed on the same five unopened returned units and all results met release specifications. There were no deviations or comments observed that indicated likely association with a manufacturing assignable cause. Healon lot #um30562, manufacture date: 01/21/2013, expiration date: 12/31/2015 . All pertinent information available to abbott medical optics has been submitted.